Event description:
It was reported that the ventilator generated two technical error alarms and stopped ventilating, while connected to a patient. One error indicated that an internal supply voltage was too low, the other that the safety valve was open. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a reference system for simulated use testing. The pre-use check failed the internal leakage test since the safety valve is open, when it was expected to be closed. During simulated ventilation of a test lung it is confirmed that the ventilator alarmed for internal supply voltage too low. The received device logs confirm the reported event. The conclusion of the investigation is that the issue occurred, due to a short circuit in a capacitor that is part of the electronics for safety valve function. The root cause of why the capacitor failed has not been determined.

Event description:
(B)(4).